Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Our field service engineer investigated the ventilator and found that the spring to nozzle unit in the o2 gas module was bent and solved the issue by replacing it. Evaluation of the provided logs confirms the reported failure. The replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).